Event description:
It was reported that a pt underwent a pelvic floor repair procedure on an unknown date. After the procedure the pt experienced significant dyspareunia. The pt, who is post-hysterectomy, has adequate vaginal length and depth and but is very tender at the apex. It was planned for the pt to be taken back to the operating room in 2008, to excise a stubborn area of mesh exposure that had not healed approx six months post operatively.

Manufacturer narrative:
Mesh exposure occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.